Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault was not confirmed; however, the reported event of fluid ingress on the controller was confirmed. The log file spanned approximately 11 days (08oct2021 to 19oct2021 per the timestamp). The reported event date for backup battery fault was not captured in the log file and was overwritten by new events; there were no active backup battery fault alarms in the log file. The driveline was disconnected on 19oct2021 at 10:13 for a controller exchange. No notable alarm was observed. The returned hm3 system controller, serial (B)(6) , was functionally tested with the returned backup battery, serial (B)(6) . The controller operated on a mock circulatory loop for an extended period of time without any issue. Visual inspection of the controller revealed evidence of fluid ingress on the power cables and the controller. Fluid ingress did not affect the controller functionality during the analysis. A root cause of the reported event was not determined through this analysis. There was incidental finding of wire fatigue. The resistance of the power cables was tested and some wires had slightly higher than normal resistance of 0.5 ohm. The power cables were stripped down to the wires and was submerged into a saline solution for insulation test revealing no current leakage of the wires. The resistance of the driveline bulkhead wires was tested and was within the normal threshold of 0.5 ohm. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 15feb2018. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault. Heartmate iii instructions for use section 1 entitled ¿introduction¿ states that ¿if heartmate 3 patient are approved for showering, they must always use the shower bag. When installed properly, the shower bag protected external system components from water or moisture. If external system components have contact with water or moisture, the pump may stop¿. Heartmate iii patient handbook section 4 entitled ¿living with the heartmate 3¿ provides proper instruction on how to properly shower with the heartmate 3 system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the system controller (serial number: (B)(6), and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2018. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault. Heartmate iii instructions for use section 1 entitled ¿introduction¿ states that ¿if heartmate 3 patient are approved for showering, they must always use the shower bag. When installed properly, the shower bag protected external system components from water or moisture. If external system components have contact with water or moisture, the pump may stop¿. Heartmate iii patient handbook section 4 entitled ¿living with the heartmate 3¿ provides proper instruction on how to properly shower with the heartmate 3 system. The reported event of a backup battery fault alarm and a green fluid leakage from the backup battery was not confirmed. Neither the system controller (serial number (B)(6), nor the backup battery was returned for analysis, and no log files were associated with the reported event. Additional information indicated that the event resolved, however information was not able to be provided relating to the backup battery's serial number or if any product would be returned. As a result, the root cause of the reported events were unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device alarmed for a backup battery fault and so the battery was exchanged. Green fluid was leaking out of the backup battery from water exposure/fluid ingress. The system controller was not visualized and it was recommended to switch the controller to backup due to potential for corrosion. However, the account was unable to confirm if the controller had been exchanged.